Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was a hole on the cartridge pigtail. There was no impact to the customer's blood glucose level. Reportedly, customer loaded a new cartridge to resolve the issue.